Manufacturer narrative:
The reported event of syringe bolus during intermittent infusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the facility uses the syringe modules in nicu, peds, and or. Due to inability to program a bolus from an intermittent infusion an anesthesiologist has created a workaround in which he uses the priming function on the spm to bolus during intermittents. There is no report of patient harm. It is reported that this successfully administers a bolus at times, but on some occasions will result in a system error.